Event description:
An optometrist reports a hyperopic pt with a poor clinical outcome following a lasik enhancement procedure on the left eye. At 2.25 months post-op, this pt exhibited a 1 line decrease in the left eye, however, ucva improved from 20/40 pre-op to 20/25 post-op. At the 2.25 month post-op exam, the surgeon noted the pt was experiencing variable blood pressure readings and did not note the manifest refraction measurements. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 08/08/08.